Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. In addition, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the pt anatomy, or from an interaction with a previously implanted stent and/or accessory devices. In this case, return of the vision may have aided the evaluation in determining a cause for the reported difficulties. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Based on the info provided, the lesion was heavily calcified and 75% stenosed, which likely contributed to the difficulty crossing and subsequent stent dislodgement. It is possible that during attempt advancement, the stent was loosened and became disrupted on the balloon due to an interaction with the heavily calcified lesion. Then, upon removal, the stent may have interacted with the tip of the guiding catheter and dislodged into the vessel, though this cannot be confirmed. The reported pt effect of foreign body left inside the pt and additional therapy/non-surgical treatment appears to be a secondary affect of the reported stent dislodgement as the dislodged stent was deployed at an unintended site outside of the target lesion. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. Based on the info received from the complaint, the reported failure to advance appears to be related to circumstances of the procedure. Although a definitive cause for the reported stent dislodgement cannot be determined, there does not appear to be any indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the mfg process. All products are also 100% visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: stent implanted in unintended site/medical intervention. It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery (rca) without tortuosity and 75% stenosis. After pre-dilating the lesion with a 3.25 x 12 mm voyager balloon, the 3.0 x 08 mm vision stent delivery system (sds) was advanced, but it failed to cross. As the sds was withdrawn into the guide catheter, the stent implant dislodged in the proximal rca. The dislodged stent was pushed distal using a non-abbott dilatation catheter and was implanted, but not in the original target lesion. No additional info was provided. Another country's stent was successfully deployed in the target lesion to complete the procedure. There were no reported adverse pt effects. No additional info was provided.